Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient data might not be correct and multiple stations were in critical override. A technical support specialist performed full database synchronization on all three stations; however, log errors indicated a potential need for a database drop, confirmed with the customer regarding the requirement to retain patient data from patient encounter system (pes) before proceeding and provided clarification that patient encounter system (pes) was accessed via the server web interface for hospital data management. Initiated a manual full synchronization on station per knowledge article (ka) - "proper data sync 2.0 procedure" up to step 20 and followed knowledge article (ka) - "how to check for and apply encryption to es station database" steps, but no instructions for database re-encryption were found; referenced knowledge article (ka) - "how to: restore an encrypted backup" for encryption steps, though the specified database encryption path was not present. Subsequently guided customer to update settings in patient encounter system (pes) by clearing the auto enable downtime field, after which the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, station on critical override and patient data not occurred on multiple stations. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.